Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, impacting imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. It was reported to philips that the system gave an alert indicating only low-load fluoroscopy was possible, impacting imaging. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.